Event description:
It was reported that during a low anterior resection, at firing, when the device (left colon) was open, staples were not correctly formed. They changed the device to complete the procedure. There was no reported patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.